Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "display is distorted" was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition of "malfunction of display is distorted" is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported a colleague infusion pump with a malfunction of display is distorted. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury, or medical intervention reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.